Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. The indication for use was non-malignant pain. It was reported the patient had just got out of the hospital because they were having a serious overdose from the morphine in the pump. It was noted the issue started on saturday as the whole weekend they were really out of it. At first it was noted the patient had an overdose, but later called it withdrawal. The patient mentioned they hadgone to the hospital and they have the patient on something in an IV to make the patient vomit and diarrhea to go through the withdrawal. The patient did not know what the medication they received was. A manufacture representative came in and turned the pump down because the hcp though the medication was going in too fast. The patient still didn't feel right and wanted the pump pulled out of their body. The patient was going to follow-up with the hcp on (B)(6) 2019.